Event description:
During a study in (B) (6) ("mid-term results of internal fixation of proximal humerus fractures with philos plate", p. Papadopoulos et al., injury int. J. Care injured 40 (2009) 1292-1296), 29 pts were implanted with the lcp proximal humerus plate and a minimum of 5 locking screws, maximum of 9 locking screws for 3- or 4- part displaced proximal humeral fracture. One pt experienced humeral head collapse due to aseptic necrosis after the fracture healed (14 months postoperatively). The pt did not require revision as there was minimal pain and satisfactory range or motion. This is 3 of 4 reports related to this journal article.

Manufacturer narrative:
Device was not explanted. No part number or lot number provided. Device manufacture date cannot be determined without a part or lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records cannot be reviewed without a lot number. Initial reporter: "mid-term results of internal fixation of proximal humeral fractures with philos plate". Injury int. J. Care injured 40 (2009) 1292-1296.